Event description:
The complainant had placed a impella 5.5 and guidewire for the support of the patient admitted in with acute myocardial infarction with cardiogenic shock. The impella 5.5 was placed as escalation from the cp. The pump was placing when the wire was advanced and had a bend. The medical doctor was concerned that the impeller was damaged due to strain he felt advancing and wanted to have a new 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The product was not returned for investigation. Device interaction or damage by another device: the cause of the device interaction was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Upon review of the provided information, the noted issue was associated with the guide wire. There is currently no allegation of a malfunction or serious injury associated with the pump. A regulatory report is no longer necessary.